Manufacturer narrative:
The insulin pump received with detached end cap and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was malfunctioning. Caller stated that the insulin pump support cap is loose, protruded and damage. Caller stated that the entire bottom of the insulin pump is damage. Nothing further was reported.